Manufacturer narrative:
The customer was sent a replacement pump and return of her original pump was requested for testing/evaluation. This issue is currently under investigation by medela (B)(4), the legal manufacturer in (B)(4).

Event description:
On 09/09/2020, the customer alleged to medela llc that her freestyle flex breast pump and power cord melted.